Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The slda referenced has already been reported in medwatch report number 2024168-2021-04420-00.

Event description:
This is filed to report clip detachment, device embolization and heart failure. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 3-4. The first clip that was implanted (01028u168) had a single leaflet device attachment (slda) and a second clip was implanted for stabilization (00909u124). The procedure was complete with a final mr grade of 1. On (B)(6) 2022, the patient returned due to heart failure symptoms. Imaging was performed and it was noted that the mr had worsened to 3-4+ and the slda clip (01028u168) could not be found on the leaflets. A computed tomography (CT) scan was performed on the heart and brain and the embolized clip was not able to be found. The patient is currently stable and no treatment has been provided. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported expulsion was due to patient anatomy. The reported embolization and foreign body are cascading events of the reported expulsion. The cause of the worsening mr and heart failure were unable to be determined. The reported patient effect of embolism, heart failure, and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.